Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/21/2019. Investigation summary: it was reported performance - breakage suture. A dispensed needle was returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Slightly marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed; damaged, missing barbs and a mark near to the fixation tab that appears to be by the use of a surgical instrument were noted. Also, both sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the breakage suture suggest an improper handling of the sample.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a hip replacement surgery on (B)(6) 2018 and barbed suture was used. The suture broke during sewing articular capsule at the second stitch in the hip replacement. Changed another one to complete. No adverse patient consequences.